Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of four devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2021-00280 for the first flexiva ID tractip 200 laser fiber, MFR. Report #3005099803-2021-00285 for the third flexiva ID tractip 200 laser fiber and MFR. Report #3005099803-2021-00277 for the fourth flexiva ID tractip 200 laser fiber. It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva ID tractip 200 laser fibers were used in the kidney during a ureteroscopy procedure performed on (B)(6) 2021. Reportedly, the laser unit used was a p100 laser console. According to the complainant, during the procedure, the physician noticed a higher amount of fiber degradation was occurring to the point where green cladding was flaking off. A total of four flexiva ID tractip 200 laser fibers were used and the same problem was observed for all four fibers. The procedure was completed with a fifth flexiva ID tractip 200 laser fiber. There were no patient complications reported as a result of this event.